Manufacturer narrative:
The tech replaced the 22-position connector to repair the bed.

Event description:
Info received indicates the bed is only functioning intermittently due to fluid ingress/corrosion on the 22-position connector on the retracting frame.